Event description:
It was reported that the 9800 sys c-arm has poor image quality (problem with fluoro). It was also noted that there was a "clicking" noise from the c-arm while the workstation left monitor was blank. However, reboot corrected this issue. There was also an issue with column movement in the up direction and the workstation caster will not unlock. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image quality issue could not be duplicated. However, the issue with column movement and the locking caster was identified. Replaced the 24v column power supply (ps3) and the caster. The sys was tested and found to be working as intended and placed back into svc.